Event description:
Discordant falsely elevated enzymatic creatinine (ecrea) patient sample results were obtained on two urine samples on a dimension vista 1500 system. The results were reported to the physician(s). Following observation that urine ecrea quality control was outside of laboratory acceptance range, the samples were reprocessed on an alternate dimension vista system and lower results, considered correct, were obtained. Corrected reports were issued. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated ecrea results.

Manufacturer narrative:
An outside of united states customer contacted the siemens remote services center regarding falsely elevated enzymatic creatinine urine sample results on a dimension vista 1500 system. A siemens field service engineer (fse) was dispatched to the site. The siemens fse evaluated the instrument and determined the imt mixer and imt probe would be replaced. Upon the fse replacing these parts, reprocessing of the same samples yielded expected results. The customer is operational. The device is performing according to specifications. No further evaluation of this device is required.